Event description:
A staff member was disconnecting the power supply of the zoll ventilator and received a shock. The power supply was removed from the wall, but when trying to remove the power supply from the device, this is where the shock was received. The connector housing was separated exposing the pins. The serial number of the zoll ventilator is (B)(4). No adverse effects to the staff member. Power supply serial number is (B)(4). Zoll medical corporation was notified by clinical engineering with confirmation received from zoll quality assurance engineer